Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-15857. Reference MFR report: 1627487-2015-15266.

Manufacturer narrative:
(B)(4). The complaint of ¿high impedance¿ was confirmed. As received, continuity testing supported the observation of a detached wire in the header, and channel 8 had an intermittent open when stressed. As there was no breach of the outer tubing and high impedance was observed prior to the revision, the open channels were consistent with an overstress condition the extensions were subjected to while inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.